Event description:
Customer stated the side with reservoir was popping out. She disconnected and pushed the drive support cap in. Customer's blood glucose was 250 mg/dl. Troubleshooting for damage was performed. The drive support cap was sticking out. Customer noticed it when she changed the reservoir. Current blood glucose was 300 mg/dl, treated with eight units. Customer stated the night prior her blood glucose was over 600 mg/dl and it took awhile to bring them down. She treated high with manual injections. Customer changed many times and didn't call due to the device did not alarm. No further information reported.

Manufacturer narrative:
The insulin pump was received with a detached end cap. The drive support disk was inspected and no anomaly was noted. The functional testing could not be completed due to this anomaly. The insulin pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.